Event description:
It was reported that when using the bd pyxis¿ es server, station data sync failed on multiple stations however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that data sync 2.0 failure. The technical support specialist (tss) reconfigured data synchronization per knowledge article "medstation es - 1.7.x cannot complete full sync - deadlineexceeded "; synchronization completed successfully and snapshots updated across stations. The system functioned as intended after the technical support specialist (tss) resolved the issue.